Manufacturer narrative:
Device evaluation: during the examination of the optics, a chemically damaged and leaky solder seam was discovered. Foreign particles/abrasion are visible in the rod lens system itself. The customer's information can be confirmed. During the examination of the optics, a chemically damaged and leaky solder seam was discovered, which led to fogging of the optics due to moisture penetration. Foreign particles/abrasion caused by normal use are visible in the rod lens system itself. The leak and the associated negative imaging are not due to a manufacturing/production defect but may have been caused by clinical reprocessing. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the scope is foggy. There is no information that the event caused a harm or serious injury to patient, user or third party.